Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. In addition in situ measurements showed two channels with hi status due to undetermined reasons. Re-implantation is considered but no date has been scheduled yet.

Event description:
During a fitting session, it was not possible to run the in-situ measurements because of an error message from the maestro software saying that the device was not detected. The audio processor's dl-coil, the max s-coil and the coupling check tool were tried. A different max and a different laptop were also tried, but the result was still the same. The external part was checked, and everything was working. The user does not have hearing sensation on the concerned left side, as also confirmed by the audiometric test. Reimplantation is considered but not date has been scheduled as yet.

Event description:
During a fitting session, it was not possible to run the in-situ measurements because of an error message from the maestro software saying that the device was not detected. The audio processor dl-coil, the max s-coil and the coupling check tool were tried. It was also tried to use a different max and a different laptop, but the result was still the same (reportedly: "any feedback of the internal part"). The external part was checked, and everything was working. The user does not have hearing sensation on the concerned left side, as also confirmed by the audiometric test. A CT-scan is scheduled on (B)(6)2025 to evaluate the implant placement and after that, the clinic will decide when to proceed with re-implanting the user.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a fitting session, it was not possible to run the in-situ measurements because of an error message from the maestro software saying that the device was not detected. The audio processor's dl-coil, the max s-coil and the coupling check tool were tried. A different max and a different laptop were also tried, but the result was still the same. The external part was checked, and everything was working. The user does not have hearing sensation on the concerned left side, as also confirmed by the audiometric test. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. In addition, in situ measurements showed two channels with hi status due to undetermined reasons. The concerned device was explanted but has not been received for investigation yet.